Event description:
It was reported that abg ii was removed and depuy antibiotic spacer was placed.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.